Event description:
During an in-clinic follow-up, over-sensing was detected on the right ventricular (rv) lead. The suspected cause of the over-sensing was due to insulation damage, although diagnostic imaging revealed no anomalies. The rv lead was capped and replaced to resolve the event.